Event description:
It was reported the failure occurred during a spinal fusion procedure; the pulsar controller sounded an alarm and displayed error 4 on the screen. The controller was allowed to rest and the procedure resumed. After a few mins of use, the error 4 alarm sounded again. The unit was shut down and restarted and only worked briefly. This happened 4 times and the surgeon abandoned the plasmablade and switched to a conventional electrosurgical device. There were no other electrosurgical devices used in close proximity to peak; a surge protector was not used.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period 08/15/2010 through 08/15/2012. Eval: the generator and a non-OEM power cord and user's manual were returned. There were no error 4 in the log, however, the log did show there were normal use error codes except for f6 code. This fault occurs when communication between the ucb and rf controller gets garbled. For safety reasons the system shuts off and requires power cycle before it will deliver rf energy. The applicable hardware and software upgrades were performed and the unit passed final tests.